Event description:
A report was received that the patient's pocket site was opening up. The physician gave the patient an injection and prescribed keflex and amoxicillin antibiotics. The reason the pocket opened up is that the patient picked at it and pulled some of the sutures out. The patient underwent a revision procedure. The physician opened up and cleared out the pocket and closed it back up. There was no signs of infection. The patient is reportedly doing well.

Manufacturer narrative:
Event date: (B)(6) 2012.

Manufacturer narrative:
Additional information was received that the patient underwent an explant due to the wound did not heal following the pocket revision. The patient had been picking at the wound and went into a river while it was healing. The patient was given oral antibiotics and is reportedly doing well. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm; model # sc-3138-55, serial # (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's pocket site was opening up. The physician gave the patient an injection and prescribed keflex and amoxicilin antibiotics. The reason the pocket opened up is that the patient picked at it and pulled some of the sutures out. The patient underwent a revision procedure. The physician opened up and cleared out the pocket and closed it back up. There was no signs of infection. The patient is reportedly doing well.